Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on the (B)(6) 2020, the patient suffered from an embolus in a new territory which led to an unknown serious deterioration in heath with possible permanent impairment of body function with possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available. After reviewing the additional information received from medical safety on (B)(6) 2023, it was clarified that the embolus is related to a non-stryker stent. There was no malfunction or allegation alleged against the subject catheter. Based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable.

Manufacturer narrative:
Emdr data file attachment: updated b5 executive summary: updated h6 health effect - clinical code: updated h6 medical device problem code: updated there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. There is no allegation of malfunction or failure against this device, therefore an assignable cause of undetermined will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on the (B)(6) 2020, the patient suffered from an embolus in a new territory which led to an unknown serious deterioration in heath with possible permanent impairment of body function with possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.